Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "infection" and "other fluid in the breast(s)" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿infection,¿ ¿red-colored and bloody fluid build-up in one breast,¿ ¿other fluid in the breast(s),¿ ¿breast calcifications,¿ ¿mental pain,¿ ¿chronic pain,¿ ¿debilitating pain,¿ ¿distress, anxiety, anguish, fear ¿ due to the risk of alcl,¿ ¿loss of quality of life¿ and ¿has suffered ¿ the potential for the development of bia-alcl and will suffer treatment, therapy, recovery, and hospitalization expenses associated with the potential for the development of bia-alcl and any conditions or symptoms associated with biaalcl or the prevention of that issue."

Event description:
Patient reported left side "issues with implant." Patient representative reported patient ¿infection,¿ ¿red-colored and bloody fluid build-up in one breast,¿ ¿other fluid in the breast(s),¿ ¿breast calcifications,¿ ¿mental pain,¿ ¿chronic pain,¿ ¿debilitating pain,¿ ¿distress, anxiety, anguish, fear ¿ due to the risk of alcl,¿ ¿loss of quality of life¿ and ¿has suffered ¿ the potential for the development of bia-alcl and will suffer treatment, therapy, recovery, and hospitalization expenses associated with the potential for the development of bia-alcl and any conditions or symptoms associated with biaalcl or the prevention of that issue.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿disability,¿ ¿disfigurement¿ and ¿depression;¿ these events are not related to the device. Patient reported "invasive cancer in breast milk ducts," this event is not related to the device. Device was explanted. This record is for the left side.